Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for the reported root canal treatment and tooth extraction.

Event description:
On (B)(6) 2017, a dentist reported the case of a (B)(6) male patient who required root canal treatment and subsequent extraction of tooth #30. This tooth had a lava ultimate crown seated on (B)(6) 2013, to replace a prior composite restoration. On (B)(6) 2015, the crown debonded and was re-cemented with a non-3m cement; recurrent decay was noted at this time and removed. On (B)(6) 2016, the patient received root canal treatment from another dentist. Following this procedure, on an unspecified date, this tooth required an extraction and placement of an implant. It was not reported to 3m which dental professional extracted this tooth or the reasons why the extraction was required. On (B)(6) 2016, a non-3m crown was seated on the implant.